Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that during implant, the right atrial lead was placed and dislodged while slitting. It was reportedly placed a second time and the lead had sensing difficulties. The lead was removed and replaced. No patient complications have been reported as a result of this event.